Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for g4 as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" error message with the adc device and was unable to obtain readings. As a result, customer experienced "under satisfaction," a loss of consciousness and was unable to self-treat. Customer reported having contact with a healthcare professional who obtained a blood glucose reading of 1.9 mmol/l and provided coke, sprinkle of sugar as treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was successfully extracted from the returned sensor using approve software. There was no watermark and no ring of blood at the base of the tail. This is an indication that the sensor tail was not properly inserted into the customers arm at time of application. Therefore, this issue is not confirmed no malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" error message with the adc device and was unable to obtain readings. As a result, customer experienced "under satisfaction," a loss of consciousness and was unable to self-treat. Customer reported having contact with a healthcare professional who obtained a blood glucose reading of 1.9 mmol/l and provided coke, sprinkle of sugar as treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.